Manufacturer narrative:
Section b5 has been updated to include additional information. Emdr section h6 (health effect - impact code) has been updated to include 4629 device revision or replacement.

Event description:
Per customer, he was very unsatisfied with the catheters he had purchased, he normally uses those, and everything was fine. This time he said, he was having an issue with the flow, and he ended up in the hospital. Additional information was received from the customer and stated that the urine flow would not flow into the bag, it would bypass the catheter. There was no medical intervention or treatment required as the result of the reported incident. On (B)(6) 2024, additional information was received from the customer and stated that the patient went to emergency only to have the catheter changed.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Event description:
Per customer, he was very unsatisfied with the catheters he had purchased, he normally uses those, and everything was fine. This time he said, he was having an issue with the flow, and he ended up in the hospital. Additional information was received from the customer and stated that the urine flow would not flow into the bag, it would bypass the catheter. There was no medical intervention or treatment required as the result of the reported incident.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for 2305510 was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Seven unused, sealed samples were received for evaluation. Upon inspection, the reported issue was not confirmed, and the root cause of the reported event cannot be identified to be related to the manufacturing process. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.